Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The post market surveillance department is in the process of reviewing patient medical records and treatment sheets. The plant investigation is in process. A supplemental MDR will be submitted at the completion of these activities.

Event description:
The user facility medical records which were provided for an unrelated event stated that a patient, with history of severe cardiomyopathy, experienced a sudden unresponsive event while undergoing a hemodialysis treatment on (B)(6) 2014. Treatment was initiated at 10:23 am. Approximately 15 minutes later, the patient suddenly became unresponsive. The patient's breathing was noted as being irregular so respiratory resuscitation via ambu bag was performed and the patient regained consciousness. The patient was transported to the hospital and admitted with a pre-syncope and bradycardia diagnosis. On (B)(6) 2014, while hospitalized, the patient underwent a follow-up hemodialysis treatment and experienced a secondary event of bradycardia, hypotension and unresponsiveness. Cardiopulmonary resuscitation (CPR) was performed and the patient was intubated. The patient recovered, but was no longer considered a candidate for hemodialysis due to severe cardiomyopathy and ejection fraction 10%. A peritoneal dialysis (pd) catheter was placed and the patient began pd on (B)(6) 2014. However, the patient has since returned to having hemodialysis treatments. The patient's current condition was noted as "doing well" no product information was made available. There are no allegations of device malfunctions having occurred. No complaint device is available for evaluation by the manufacturer.

Manufacturer narrative:
Manufacturing review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the naturalyte bicarbonate used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The batch production records for these lots were reviewed. The packaging components and chemical raw materials used in the manufacture of the identified lot were reviewed. A retrospective record review did not identify any non-conformance reports and/or abnormalities during the production of the sap identified lots that could have caused or contributed to the reported event. The naturalyte bicarbonate product is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. Per the documented product investigation, there was no indication that the fresenius naturalyte bicarbonate caused, contributed to or was a factor in the reported event. Clinical investigation: the patient medical records were provided by the facility on march 11, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. While undergoing a hemodialysis (hd) treatment on (B)(6) 2014, a patient, with a history of severe cardiomyopathy, experienced a sudden unresponsive event. The patient was transferred, and then admitted to the hospital. The patient underwent a follow-up hd treatment in the hospital on (B)(6) 2014 and subsequently experienced a second event of bradycardia, hypotension, and unresponsiveness. At that time, the patient was found to no longer qualify to receive hd treatments. A peritoneal dialysis catheter was placed and the patient began peritoneal dialysis on (B)(6) 2014. However, the patient has since returned to having hemodialysis treatments. The patient¿s current condition was noted as ¿doing well.¿ there is no documentation in the medical record that indicates a causal relationship between the 2008k hemodialysis machine and the patient¿s pulseless electrical activity (pea) arrest. There is no documentation in the medical record that indicates a causal relationship between the optiflux 160nre dialyzer and the patient¿s pea. There is no documentation in the medical record that indicates a causal relationship between the fresenius bloodline and the patient¿s pea. The cause of the patient¿s pea arrest during the hemodialysis treatment was thought to be due to patient¿s inability to handle hemodialysis. The patient was switched to peritoneal dialysis without any further issues.